Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and a signal loss over one hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter and app were unable to establish a connection. The reported event of no readings is reportable based on the finding of a signal loss over one hour. No injury or medical intervention was reported.